Manufacturer narrative:
A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, during routine inservice, the blade/screw guide sleeve was found that the tip of the sleeve was broken. There was no patient and procedure involvement.  This report is for one (1) blade/screw guide sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.037.017, lot: 9661610, manufacturing site: bettlach, release to warehouse date: 23.sep.2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection of the instrument showed that a portion of the distal tab sheared off and was not returned. Additionally, the portion of the tab that remains is deformed and bent. The material surface at the fracture site appears homogeneous with no voids or abnormalities when viewed under 10x magnification at cq. It was also found to be missing one of the red alignment indicator epoxy towards the proximal end of the instrument. The missing epoxy was investigated under corrective and preventative action and does not require any additional investigation in this complaint investigation. The balance of the device is in fair condition with signs of wear and tear. The received condition does agree with the complaint description for broken and is confirmed. The cause of the issue could not be determined to be use error, misuse/abuse, noncompliance, postoperative trauma. Dimensional inspection: due to the post manufacturing damage of the distal tab, an accurate measurement could not be obtained. Document/specification review: the relevant drawing(s) was reviewed; review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Material/hardness review: the material was not reviewed as sub-components are not lot tracked. Investigation conclusion: a definitive root cause for the handle breaking could not be determined based on the provided information. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.